Manufacturer narrative:
The investigation for the console (aic) pump stop has been completed. Data logs were reviewed which confirm the console software tried to reset the pmd due to lack of communication. The reset of the pmd was unsuccessful leading to the impella stopped controller failure alarm being issued. Shutdown was then requested by the user. Shortly after, another alarm controller error (pbm voltage out-of-spec) alarm was issued. Eventually the console was rebooted but unable to reinitialize pmd leading to system self-check failure. The console was returned for evaluation. Upon initiating the unit, there was a system self-check failure. Performing the fw check with a test pc plugged into the console revealed that there was no information of the sau_motor_1 component of the test. Visual inspection of the internal circuitry of the aic revealed that both leds of the impellatronic board were not illuminating as expected. There was voltage supply to the eep sub circuitry of the impellatronic board but the led was not illuminated. There was no voltage being supplied from the pbm to the pmd portion of the impellatronic board. 20v was expected. It was determined that the dc/dc converter on the pbm was not outputting voltage through isolative testing. When a known good pbm was swapped into the console under investigation. Both leds of the impellatronic board would not illuminate indicating that the impellatronic was electrically compromised. The root cause for the impella stopped ¿ controller failure alarm and the system self-check failure was a defective mtm dc/dc converter on the pbm, unable to supply 20v. There is no indication if the component having an expiration/maximum usage. According to the dc/dc converter vendor, this was determined to not be a systemic, age-related failure. The instructions for use for a pump as it relates to an impella 5.5 being used with a controller states the following: section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ added- b2-date of death d2-corrected common device name. F6/f8 should have been left blank in the initial report.

Event description:
The user facility reported a 46-year-old male patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. The pump was supporting when the patient was brought to the computed tomography (CT) imaging suite. The automated impella controller (aic) alarmed and stopped. The team replaced the aic and pump restarted. The CT was completed, and patient arrested again, and the family made the choice to withdraw care. The patient expired. Per abiomed medical safety officer, the aic error resulted in loss of support on a pump dependent patient. Association to death could not be excluded.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.